Event description:
On (B)(6) 2009, the patient reported that, during the change the cartridge procedure, his insulin infusion device displayed an e10 (cartridge) error. He stated the piston rod retracted completely, but did not display 315ml and, after a few minutes, displayed the e10. He said he changed the battery and battery cover, but the error would not clear. His device has not been dropped or exposed to water or insulin. The patient was assisted in switching to his backup infusion device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.